Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation procedure to treat persistent atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that air bubbles were noted. After following protocol to prepare sheath, transeptal access was done with versacross connect and withdrew dilator. A non-bsc mapping catheter was put in and was aspirated. Air bubbles were continuously pulled into the syringe and there was bleed back out the valve. Two syringes were used to pull back air, but it was not stopping. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported that nothing was in the sheath prior to the versacross connect for faradrive dilator. The physician was able to go transeptal and withdraw the dilator and wire. The physician noted some air during aspiration. The air ingress was not able to stop even with the valve being covered. The bubbles were observed in the faradrive sheath side arm and into the 20 cc syringe. No other issue has been reported.